Event description:
It was reported that the ventilator stopped ventilating a patient. There was no patient harm reported. (B)(4).

Manufacturer narrative:
A third party field service engineer (fse) inspected the ventilator. The ventilator passed the pre-use checks tests and ventilated on a test lung with no issues. The fse downloaded and returned the device logs to us for investigation, and no parts were replaced. The customer stated that the disconnect alarms were triggered when the patient was taken out of the ventilator. Additional clarifications by the hospital also stated that a hepa-filter and humidifier were in use at the time of the event. Evaluation of the returned device logs found evidence of a leakage situation in the system. This was interpreted from the given alarms at the time of 18:45:13 with ¿vt insp. Overrange¿ and ¿expiratory minute volume: low¿ and ¿peep low". Shortly before this situation, it was noted in the log at the time 18:44 that the alarm for airway pressure high was reached twice, indicating increased patient circuit resistance at the time. At 18:45 the stand-by button was activated by the operator and the ventilation period was terminated. Evaluation of the technical device log shows no entries on this given date of event. Therefore, it is our conclusion that there was no evidence to support any technical malfunction of the ventilator system. As the problem could not be reproduced by the fse it has not been possible to determine the root cause of the reported event.

Event description:
(B)(4).